Event description:
Contact reports two lateral connectors pulled away from pedicle screws in the pt's illium. Revision surgery was performed to remove the lateral connectors and to recreate the construct. See medwatch report # 1526439-2009-00144 for the other lateral connector that was involved in this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. The lateral connector was discarded by the customer and is not available for eval. Review of the device history record cannot be performed as the lot code is unk. Complaint trend analysis found no other complaints of this nature have been reported. It was reported that the implanted device was under extreme load which may have contributed to the event. At this time the complaint is considered to be closed.